Manufacturer narrative:
The investigation is ongoing. The device has currently not been returned by the user to richard wolf gmbh. A follow-up report will be submitted as soon as the investigation is completed. Rw mic is filing this report on behalf of rw gmbh.

Event description:
It was reported to richard wolf that at 15:00 p.m. On (B)(6) 2020, the patient underwent percutaneous nephrolithotomy and ureteroscopic bilateral ureteral stent placement under general anesthesia. After the operation of bilateral ureteral stent placement under ureteroscope, the doctor found that the nephroscope could not complete the white balance, the nephroscope was blurred and could not be used normally when preparing the percutaneous nephroscope instruments at 16:20. The nurse immediately informed the medical device department for maintenance and emergency deployment. The device department immediately deployed a nephroscope at 17:45, the operation continued, and the patient returned to the ward at about 18:20. This led to a prolonged operation time and the risk of intraoperative hemorrhage. The operation was performed by emergency deployment of nephroscope outside the hospital. This increased the risk of intraoperative infection.